Manufacturer narrative:
Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the sx mpp gel 300cc breast implant was observed with no apparent damage or visual anomalies. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction . (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with two 300cc mentor memorygel breast implant and experienced dissatisfaction with the procedure outcome post-operatively. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right side device.

Manufacturer narrative:
On october 18, 2021, the mentor failure analysis lab received the device for evaluation. Upon receipt, an updated patient identifier and date of birth were confirmed. On october 25, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 300cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).